Event description:
The customer reported that mid-way through a colectomy, the device was not sealing completely, although endtones, indicating completed seal cycles, were heard, bleeding occurred but was not considered excessive and no blood transfusion was necessary. Manual sutures were used to stop the bleeding.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.